Event description:
While doing a tubal ligation, the allis clamp broke and a piece ended up inside the patient. It was removed. Upon further inspection, it appeared as though a very small piece was missing. The wound was visually searched and an x-ray done. They could not locate the piece of metal. It was decided that they should close the patient because if the piece was in the patient it would not cause harm, and leaving the patient open longer to try to find the piece of metal was more dangerous than leaving it in. Later, discussion with both the surgeon, radiologist, and risk manager determined that no further testing was warranted as it would not change the treatment and the patient should not be needlessly exposed to additional radiation.